Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the communication error was found to be the interface box used alongside the system. However, the part has not been replaced at this time.

Event description:
A medtronic representative reported that, while in a maxillo facial surgery, communication between the navigation system and interface box was observed. The site attempted to reestablish communication by adjusting the cable used and restarting the navigation system. Both troubleshooting steps did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The interface box was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the interface box for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect interface box has not been received by the manufacturer for evaluation.